Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Analysis of (B)(4) found no anomaly. Analysis of (B)(4) found no significant anomaly. No longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated.

Event description:
Information was received from a patient via the manufacturer's representative (rep) reporting that the patient was feeling the stim a little too high and has since been reprogrammed today and feels it again in her hand and arm. The patient also states that she feels cramping, burning, and shocking in her neck that starts in the battery site. The stimulator gets hot while recharging. The patient claims that these symptoms more noticeable when she is stressed and her muscles tighten. The rep noticed that electrode 9 and 10 showed over 3k and everything else was 600-800. The rep reprogrammed around those electrodes. After the patient was reprogrammed, the symptoms went away and they were able to receive appropriate coverage and effective therapy. It is noted that the rep was unable to verify if all the symptoms were related to the therapy as the patient didn&#38176;want to turn the device off. Indication for use is complex regional pain syndrome type I.

Event description:
Additional information was received from the manufacturer representative that reported that they were going to send back the device for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the manufacturer representative stated that x-ray of the lead shows that it is in position according the doctor. It was reported that the patient was still getting burning/shocking in back and now noticed it happen more when the lean back against something. The doctor wants the patient to go for a month after reprogramming to see if thing will get better. After one month, possible revision will be considered if things have not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.